Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: a review of the black box showed evidence of a short battery life and a voltage drop leading to a low battery warning. The battery compartment and cap were undamaged and able to fit the pump securely. The rewind, load, and prime steps were performed successfully and all currents read within specifications. The short battery life complaint could not be duplicated. Unrelated to the original compliant, moisture corrosion was found in the battery terminal inside the battery compartment. The pump cover was removed to find no further moisture ingress or any intermittent condition on the printed circuit board. (B)(4).